Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
It was reported that the tubing separated. It was noted the separation occurred "5" below the safety clamp." Although requested, no additional patient information was provided.

Event description:
It was reported that the tubing separated. It was noted the separation occurred about "5", below the safety clamp. Although requested, there has been no impact to patient response or additional event information made available to date.

Manufacturer narrative:
The customer's report that the tubing separated below the safety clamp was confirmed based on visual inspection of the as-received set sample. The separation was at the engagement between the exit of the tubing adapter and tubing components. The set sample was visually inspected for kinks, holes/tears in the tubing or damages to the components. Further visual inspection of the separated tubing end identified the root cause as due to a combination of factors related to insufficient solvent and improper assembly due to equipment and/or operator error. Dimensional measurement also confirmed the tubing to be within specification(s). The root cause was due to a combination of factors related to insufficient solvent and improper assembly due to equipment and/or operator error.